Event description:
It was reported that during an implant procedure, the lead exhibited high pacing impedance both on the analyzer and on the programmer once the pacemaker was connected to the lead. The physician elected to not use the lead and a new lead was implanted. The patient had no consequences throughout.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. Electrical testing did not identify any conductor fractures or internal shorts. Visual and x-ray examinations found no anomalies, aside from evidence of procedural damage.

Event description:
It was reported that during an implant procedure, the lead exhibited high pacing impedance, both on the analyzer and on the programmer once the pacemaker was connected to the lead. The physician elected to not used the lead and a new lead was implanted. The patient had no consequences throughout.